Manufacturer narrative:
The pump will not be returned to animas for evaluation as it was concluded that the bent cannula was due to user error.

Manufacturer narrative:
(B)(4): no history from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint the force sensor was found to be out of calibration. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter claimed that her blood glucose was elevated above "27 mmol/l" (486 mg/dl) with symptoms of "vomiting, excessive thirst, and moderate ketones" while managing her diabetes with the animas insulin pump. During the troubleshooting session, the pt disconnected from the pump and confirmed 3 units was dispensed without difficulty. After further investigation, it was noted that the cannula was bent. The pt's blood glucose was lowered to "20 mmol/l" (360 mg/dl) after the pt changed the site. This complaint is being reported because the pt allegedly experienced symptoms suggestive of hyperglycemia while using the animas insulin pump to manage her diabetes.